Event description:
It is reported that the surgeon implanted trilogy no-hole cup and it was loose. Surgeon then removed no-hole cup and implanted trilogy cluster cup using three bone screws. Surgeon requested a longevity liner and this liner was dropped on the floor. Surgeon asked for another longevity liner and tried to insert liner into cup. The liner would not seat in the cup. Surgeon asked for another liner and was given an elevated rim liner. This liner would not seat in the cup. Cup was removed. Hosp personnel tried to insert the liners into the cup on the back table and could not get it to seat. Surgeon then implanted a bipolar cup. Pt is reported as having foot drop after surgery.